Event description:
It was reported that during the procedure in the heavily calcified right coronary artery (rca) for treatment of a long lesion, a 2.5x20 trek dilatation catheter was advanced to the target lesion with resistance, and force was applied. During pre-dilatation, the balloon was inflated 5-6 times at 22 atmospheres. A proximal dissection occurred. The dilatation catheter was withdrawn from the anatomy without resistance and the dissection was treated successfully with deployment of a xience v stent. An attempt was made to advance a 2.25x12 xience v stent delivery system through the proximally placed xience v stent for treatment of the distal segment; however, the stent delivery system could not advance. The stent delivery system was withdrawn from the anatomy and a new 2.25x12 xience v stent delivery system was used successfully to treat the distal segment of the lesion. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily calcified, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported that as the trek catheter was advanced, resistance was met and force was applied. It should be noted the trek rapid exchange (rx) instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It was reported the balloon was inflated to 22 atmospheres and a proximal dissection was noted. It should be noted the IFU states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Dissections are known adverse events as listed in the trek IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. It is possible that the over inflation of the balloon contributed to the dissection; however, this could not be confirmed. A conclusive cause could not be determined; however, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release.